Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 85 mg/dl and sensor glucose was 51 mg/dl at the time of call. The customer checked his blood glucose at the time of call and stated that it was 113 mg/dl. The customer stated that the threshold suspend limit was set to 65 mg/dl. The customer stated that the sensor triggered the threshold suspend even the blood glucose was above the threshold suspend limit. The customer stated that there were no bent cannulas. The sensor will not be returned for analysis.